Manufacturer narrative:
There is no indication of system or component failure, the components were replaced out of caution and due to the potential of damaging the components while attempting to reposition. The migration and subsequent loss of therapy appears to be directly related to the patient fall.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. Subsequent to the implant, the patient sustained a fall and fractured hip. The injury sustained also resulted in migration of the implanted nalu leads and loss of pain relief from the system. On (B)(6) 2024 a surgical procedure was performed to replace the implanted components that had migrated.